Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the none of the buttons were responding. The customer reported that the time clock was not advancing. The customer reported that the self-test was failed due to buttons were not responding. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. Insulin pump had unresponsive all buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Insulin pump had broken battery tube threads.